Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00094 on(B)(6)2018. Siemens filed the first supplemental MDR 2247117-2018-00094_s1 on (B)(6)2019. Corrected information(B)(6)2018 : the customer clarified that while hemo medika is based in slovakia, the customer in ukraine initially reported the issue. Initial reporter name and address: was updated to reflect the correct initial reporter information. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00094 on 21-dec-2018. Additional information (10-jan-2019): siemens further investigated and determined that the customer had not performed preventive maintenance on the instrument in more than 1 year. As per siemens instructions, the customer cleaned the internal surfaces of the dilution well. The customer stated that no further deviations in the results have been seen since the maintenance. Obsolete biological material accumulated in the dilution well assembly may have contributed to the different prg results. The result and conclusion code in was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that different hcg and prg results were obtained on patient samples on an immulite 2000 instrument. The customer stated that the quality controls are within normal range. The cause of the different hcg and prg results is unknown. Siemens is investigating the issue.

Event description:
Different human chorionic gonadotropin (hcg) results and progesterone (prg) results were obtained on two patient samples on an immulite 2000 instrument. When the samples were diluted in a 1:10 dilution and 1:20 dilution, the results were different than the results obtained on the undiluted samples. All prg results were sent to the lis and the 1:10 and 1:20 dilution results for hcg were also sent to the lis. It is unknown which results were correct for the patients. There are no known reports of patient intervention or adverse health consequences due to the different hcg and prg results.